Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive connections were evaluated and reseated. The drive was also reformatted during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system lost cine functionality. No patient serious injury or death was reported related to this event.